Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted due to urinary incontinence. The patient suffered pain on an ongoing basis, has developed fistulas and abscesses, experienced recurring infections, erosion, prolapse, and cannot engage in sexual relations. The patient continues to take prescription medication, experiences physical and psychological pain and sustained permanent and debilitating injuries. Despite having the procedure patient continues to experience problems with incontinence. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.